Manufacturer narrative:
A video was attached to complaint for analysis of allegation that a particle was found in cassette reservoir. No device or sample was received. According to video received, the failure mode ¿particulate matter internal to device¿ was confirmed.

Event description:
It was reported that there was a particle found in the reservoir cassette. The production batch had several lots and unable to pinpoint which lot contained the particle. The particle was found during 100 % visual inspection under light with white and black backgrounds. There was no patient involvement.